Event description:
The complainant reported that an impella cp had a purge system open alarm. A leaking purge sidearm was found. The impella cp was replaced with a new impella cp and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump and purge cassette were returned for investigation. Purge leak-pump: no visual damage was noted on the returned product. The pump was then primed, and a purge leak was observed from the sidearm filter hole. The filter was further examined, no damage was seen at air hole and weld line. Data log review was not required for this case. As per the clinical details, purge side arm filter leak was observed during pump use. The cause of the purge leak was sidearm filter damage where purge fluid leaked out for the filter vent hole. Device history review: the device passed all the post sterile inspection checks.